Event description:
A surgeon reported that the haptic adhered to the optic following intraocular lens (iol) implant surgery. A new incision was made to loosen the haptic from the optic; the lens was manipulated on anterior chamber and then re-introduced to the capsule. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.